Event description:
Info received indicates the casters are not holding in brake. The casters continue to swivel.

Manufacturer narrative:
The tech replaced three brake casters to repair the stretcher.